Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem has been confirmed. During service investigation, it was discovered that the electrode belt had a defective cable running from the distribution node to ECG b. The defective cable caused distortion of the front-back and side-side signals when manipulated at ECG b. The root cause for the defective cable cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A zoll lifecor patient services representative (psr) contacted customer support to report that she received multiple "adjust belt" messages while trying to baseline the patient. The patient's electrode belt was replaced.